Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals scratches and gouges in the surface of the device. The visual also reveals the device has damage along the base, more than likely from attempted insertion. A dimensional evaluation could not confirm or explain the stated failure mode. The dimensional evaluation revealed that the device has damage that appears to be from attempted use and has the potential to cause an event during attempted mating to the tibial base as described in the complaint. The damage/deformation of several features would not allow for accurate measurement. All measurable critical features that could be measured were within specification. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. Based on the evidence provided, the unsatisfactory experience could be confirmed. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, the gnsii con ins sz3-4 11mm and the tibial baseplate did not fit together, making the product unusable. The procedure was resumed, after a delay greater than 30minutes, with a s+n backup device. The patient required additional anesthetization due to the surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, the gnsii con ins sz3-4 11mm and the tibial baseplate did not fit together, making the product unusable. The procedure was resumed, after a significant delay, with a s+n backup device. The patient required additional anesthetization.